Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was dim. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) advised the customer that the 1st generation light crystal display (lcd) was no longer available and discussed the option of upgrading to the 2nd generation lcd. The rse provided the customer with the part number for the 2nd generation user interface (ui) assembly. The rse also advised the customer that they would need to upgrade the software for compatibility.